Manufacturer narrative:
(B)(4). Device sheared off intra-operatively and was not implanted / explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: reportedly, screw heads would shear off upon inserting the self-drilling matrix neuro 5mm screws into the polyetheretherketone (peek) material of the personal specific implant (psi) on the back table during a tumor resection on march 14, 2016. There was no drill bit in any of the sets brought in to pre-drill the peek for the screws. The same issue occurred for five (5) screws as each time the screw was being inserted into the peek material of the implant, not the patient's bone. Two (2) screws remained in the implant after the heads sheared off as the surgeon was unable to remove the broken fragment that was embedded in the peek material. This delayed the case for a total of about five (5) minutes. The plates were eventually fixed to the plate using 4mm screws without issue. The condition of the patient postoperatively is unknown. The procedure was completed using 4mm screws. This is report 5 of 5 for (B)(4).